Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed nor reproduced during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. Additional information: a device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "cannot close manually". This event was reported to have occurred during infusion. The facility representative stated there was patient involvement, however, there was no report of patient injury or medical intervention related to this event. The user interface module software version is 7.22.00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.